Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the damaged appeared to be use related. One 5fr d/l groshong PICC was returned for investigation. The PICC was received without the stylet, which indicates that the device was placed. A functional test revealed a leak near the 55cm depth mark when the proximal lumen was flushed with water. No other leaks were observed in the catheter. A microscopic examination of the leak site revealed a star shaped breach in the tubing. The extent of damage was greater on the external surface of the catheter, which indicates that the catheter was damaged from an external source. A review of manufacturing records revealed that the lot was tested for leaks and no evidence was found that the damage was caused by the manufacturing process. It was reported that the leaking was observed just after placement. Since no leaks were reported during the pre-flush of the catheter, the device was placed, and the manufacturing records showed that the units in the lot passed the leak test, it was determined that the damage inadvertently occurred during use. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ a lot history review (lhr) of rebq0607 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked when it was flushed, just after placement. The catheter was removed immediately and another one was placed. No injury to patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq0607 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked when it was flushed, just after placement. The catheter was removed immediately and another one was placed. No injury to patient reported.